Event description:
The patient's pt contacted lifescan (lfs) in august 2005 and alleged that their pt's one touch ultra meter was in the wrong unit of measurement (mg/dl instead of mmol/l). Lfs was not able to reach the reporter after two attempts by phone (phone number provided was incorrect). A letter was sent to the reporter as a third attempt to reach the patient. The patient called back in response to the letter and provided additional information. During the initial call in august 2005, the reporter had stated that the patient had not seen the decimal point missing about 2 weeks ago, patient saw the doctor, who had increased their oral medication (pills). The patient was not tested on the doctor's meter and the medication increase was based on the patient's logbook results. The patient had been adding a decimal point in the results and was thus misinterpreting them. The patient had experienced dizziness prior to the medication change. And therefore, had decided to visit their doctor, the patient has tested on the subject meter during the time patient was feeling dizzy, but patient did not have the results. It was verified that the meter was previously set in the correct unit of measurement and the patient did not recall changing the battery and/or reset the date/time on the meter. There was no report of any trauma to the meter. Based on the information provided, there is an indication that the product has malfunctioned since the patient did not change the units of measurement in the meter settings. Although their medication was increased due to the misinterpreted results, the patient was feeling dizzy prior to the medication change and patient was not tested on the doctor's meter at the time of experiencing dizziness. The patient also could not provide results on the meter from prior to the medication change when patient was feeling dizzy. Therefore, it cannot be concluded that the patient experienced injury. No replacement was sent out since the patient had already purchased a new meter from the pharmacy.